Manufacturer narrative:
A partial lead was returned in one piece for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Product was returned due to patient death without a complaint associated to the product. Cause of death: unknown.